Event description:
On 7/15/92 a wech suction cautery hand piece was being used with the valleylab cautery device. At completion of the tonsillectomy a burn was noted on the inside portion of the mouth, consistant with the portion of the insulated shaft of the wech suction device. No treatment was given. No break was noted on the insulation. Grounding device was intact and properly positionedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.